Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when tested with the following devices: coaguchek xs meter serial number (B)(4) using test strip lot 49682521 and coaguchek xs professional meter (serial number unknown) using an unknown lot of test strips. This medwatch will apply to test strip lot number 49682521. Please refer to the medwatch with patient identifier (B)(6) for information related to the test strips of unknown lot number. A sample from the patient was tested using meter serial number (B)(4) with test strip lot 49682521, resulting in a value of 4.3 inr. At the same time as the first meter measurement, a sample from the patient was tested using the professional meter with an unknown lot of test strips, resulting in a value of 4.4 inr. The customer disagreed with the meter measurements. Within 15 minutes of the two meter measurements, the patient was tested in the laboratory using an unknown method, resulting in a value of 3.2 inr. When preparing the patient's finger for sample collection, alcohol is not used. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every two weeks to monthly.